Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the atrial port of the pacemaker header was stripped which leads to failure to screw in the lead. The pacemaker was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of the atrial setscrew could not be tightened on the lead was confirmed. Analysis revealed that the user/ physician was making incorrect wrench insertions into the atrial setscrew. The wrench was not being aligned with the setscrew inset so that the wrench tip would drop into the inset and engage it to tighten the setscrew. The user was attempting to insert the wrench tip with the corners of the tip going down against the inset walls. The wrench will not insert and engage the inset this way therefore the setscrew could not be tightened. The problem is related to the user¿s incorrect use of the torque wrench.